Event description:
Radial access guide catheter would not advance in brachial artery. Upon removal, the cath started to unwind and tip broke off. X-ray images confirmed tip in vessel. Upon completion of neuro intervention, the patient was taken to the or (operating room) for successful retrieval of catheter by vascular surgeon.